Event description:
The customer received questionable results for calcium gen.2 (ca) on two patient samples. It was determined that both samples had erroneous results that were reported outside of the laboratory. The customer indicated the only issue they could find on (B)(6)2014 was that there was some fibrin/sample residue in one cell and they changed out that segment. The customer stated there were many other tests/samples run surrounding these two tests and these are the only discrepant results found. Patient 1 had an initial ca result of 14.3 mg/dl, which was reported outside of the laboratory at about 16:30 on (B)(6) 2014. The sample was repeated on another cobas 6000 c501 (c501) instrument and generated a repeat result of 9.5 mg/dl. The customer deemed the repeat result to be correct and corrected the result at about 05:00 on (B)(6) 2014. There was no adverse event. Patient 2, a female with a date of birth of (B)(6), had an initial ca result of 14.5 mg/dl, which was reported outside of the laboratory at about 19:30 on (B)(6) 2014. The sample was repeated on another c501 and generated a repeat result of 9.1 mg/dl. The customer deemed the repeat result to be correct and corrected the result at about 20:00 on (B)(6) 2014. There was no adverse event. The lot number of the ca reagent in use was 69535701, with an expiration date of 05/31/2015. The field service representative could not determine a cause. He replaced a sample probe. He verified alignments, pressures and proper rinse mechanism operation. The customer performed a precision run and all results were within specification. There were no alarms generated.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A root cause could not be identified. Additional information for further investigation was requested but not provided.